Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. Drive support disk was inspected and no anomaly noted.

Event description:
It was reported that insulin pump has cracks around the display window. Customer's blood glucose reading was 201 mg/dl. It was also reported that the drive support cap appears to be sticking out. Nothing further was reported.